Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Review of the transmissions showed non-sustained rv oversensing due to patient accelerated junctional rhythm. Atrial pacing events are landing on the intrinsic r-wave and blanks them to the device. The patient was planned to be monitored. Later, the patient had more episodes and had pre-syncope symptoms. The physician decided to adjust patient's medication. The patient is doing fine.